Manufacturer narrative:
On 12-dec-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The date of event was not provided. As such, date of event has been populated with (B)(6) 2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that after the procedure, the physician recognized, that the hemostatic valve in the sheath was damaged. Blood was coming out from the sheath. The physician used the qdot and octaray with the sheath. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that after the procedure, the physician recognized, that the hemostatic valve in the sheath was damaged. Blood was coming out from the sheath. The physician used the qdot and octaray with the sheath. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and performed a functional test of the side port. Visual analysis revealed no damages or anomalies on the device. The device was connected to the cool flow pump, and no leakage was observed. Then a functional test of the side port was performed, and no issues were observed. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the instructions for use (IFU): before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the patient's left atrium, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without any detectable damage. Although no defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).